Manufacturer narrative:
Tech found that the casters were worn and need to be replaced. He replaced the casters and the brakes functioned properly. There were no alleged injuries.

Event description:
Tech alleged that when the brakes were engaged, the casters would still swivel.